Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned a companion sample for evaluation. The sample passed visual inspection, functional testing, and pressure testing at 8psi. The reported condition was not confirmed and an assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.

Event description:
Nurses reported that the on/off clamps of the interlink y-type blood/solution set are not shutting off flow completely. The staff is having to use kelly clamp to stop flow. The condition occurred during patient use. There was no patient injury or medical intervention reported. No additional information is available.